Event description:
It was reported that on (B)(6) 2023, a 5mm by 6mm amplatzer duct occluder ii was chosen for implant. Prior to the procedure, the defect was measured to be 4mm-6mm via echocardiogram and angiogram imaging. The occluder was implanted. Immediately after the procedure, it was seen via angiogram and echocardiogram that the device embolized out of the defect. The device was then explanted in a non-emergent surgery on the same day. The patient was reported as discharged. The implanter alleges the embolization to be due to a mis-sizing of the occluder. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of occluder embolization after the procedure was reported. The device was returned to abbott for investigation and the device met dimensional and functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.